Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother called to report that her son woke up with blood glucose reading over 500 mg/dl. She was unable to provide the exact bg reading because her son's meter was not able to read that high. She also stated that he went into dka but she was able to manage and treated his ketones at home. Upon removal she noted the cannula was kinked.